Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted on (B)(6) 2025 and during routine follow-up on (B)(6) 2025, it showed a remaining battery longevity of 16%. Technical services (ts) reviewed the device data and discussed the device counters show an unexpected large value for charge starts. This is used in the longevity calculation, hence the value was likely corrupted. However, this part of memory corruption is not affecting therapy delivery and the device is depleting normally. The longevity remaining will continue to be low due to this value until the battery remaining switches from estimation method to precise battery voltage measurement in the second part of its life. Therapy remains available for the patient. The s-ICD remains in service. No adverse patient effects were reported.